Event description:
A surgeon reported noting "flashing on the optic" of an intraocular lens (iol) following intraocular lens implant surgery. In a follow up, the surgeon reported the pt has an unexpected postoperative refraction. The surgeon reported the use of an unapproved viscoelastic. In a follow up, the pt has reported blurred vision and halos since the iol procedure. In the opinion of the surgeon, it is unk if the iol caused or contributed to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The file indicated the use of an unapproved viscoelastic. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 09/28/2011 by fax and mail. A completed questionnaire has received on (B)(4) 2011.